Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose decreased to what the pump displayed as "low", although a specific value was not provided. Reportedly, the customer attempted to treat their bg with gummy bears, however, passed out and emergency medical services were called to transport the customer to the hospital. Details of the hospitalization were not provided. Customer was educated to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.